Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized for unrelated reasons. Upon interrogation, the right ventricular lead exhibited loss of capture. No further information was available.